Manufacturer narrative:
As no samples were provided (to date), the exact cause of the difficulties encountered cannot be determined. Under routine production a sampling of these units are tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications. Although great effort is taken in ensuring that all units function as designed, at times one may fail to meet performance expectations for a certain reason. In those instances it is vital to the investigation that the product sample be available for examination and testing in order to determine the root cause. Unfortunately in this situation that is not the case. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement. Additionally, no lot number was reported. Unfortunately, without a lot number we are unable to review our device history records.

Event description:
The hot pack exploded during activation and shot into the eyes and face of the nurse using it.